Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their ultrasoft lancing device casing was cracked/broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the lancing device issue began approximately a month ago. The patient manages her diabetes with insulin (no-adjustments). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿thirsty and lethargic¿ three or four days after the product issue began. The patient reported visiting the doctor¿s office on an unspecified date/time. The patient reported that her blood glucose was tested with the doctors meter (ot ultra), with a result of ¿260 something¿ on an unspecified date/time. The patient denied she received medical treatment due to the product issue. At the time of trouble shooting, the cca was able to confirm this was not the first time the product was being used and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged product issue began.